Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis with a rotawire. The wire was kinked. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received loosened in a midway position. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. The burr was received detached and on the rotawire. The burr was able to be removed from the rotawire with no issues. The distal end of the coil where the burr detached was damaged with the coils being pushed up/stretched. There were numerous kinks throughout the sheath and the sheath was received detached at the end of the strain relief. The separated end of the shaft appeared to be jagged and damaged which indicates that the separations were due to tensile overload. Functional testing was performed. The device was unable to get any speed and the stall light came on. The advancer was dismantled and the turbine was found to be corroded and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a drive shaft was broken. A 1.75mm peripheral rotalink® plus was selected for an atherectomy procedure in the anterior tibial. During the procedure, it was noted that the device stopped working midway through the debulking and a drive shaft break occurred. The procedure was completed with another of the same device. No patient complications reported and patient's status was fine.